Event description:
A report was received that a pt experienced a corneal ulcer, left eye and was referred to an ophthalmologist by the primary eye care professional in january 2007. The ophthalmologist reported to the referring ecp that the pt experienced a sterile central corneal ulcer which has resolved. Several requests have been made for additional information, however, no further information has been provided at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central non-infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.